Manufacturer narrative:
Eval summary. Device conclusion: technical, visual, and functional examinations were performed. The device was tested for functionality with a random penfill cartridge and a new novofine needle mounted. All pen functions are normal. The dose accuracy was measured by weighing. The penfill cartridge returned with the delivery device was used. The result was within acceptable limits. During test of the device it has not been possible to detect any irregularities.

Event description:
Suspected the pen to deliver too much [device failure] ([hypoglycaemic unconsciousness]). Case description: the incident does not represent a serious public health threat. Medical device info: class iib. This spontaneous case from (B)(6) was reported by general physician as "suspected the pen to deliver too much" and "severe hypoglycaemia with unconsciousness and convulsions", it concerns a (B)(6) female pt using novopen 4 (insulin delivery device) for about 3 years, for device therapy and novorapid penfill (rapid acting insulin as part) from an unk date to unk stop date due to type I diabetes mellitus. (B)(6). Medical history includes type I diabetes mellitus and scalp eczema. The pt reported that she experienced hypoglycaemia during use of novopen 4 due to diabetes mellitus. As the pt suspected, the pen to deliver too much and she had to inject max 6 iu. She started to inject 4 iu only.- she injected about 29 iu/day divided into 6 injections.- insulin unk. Blood glucose 15 minutes before convulsions was 70 mg/dl. Although, she had a glass of orange juice, an apple and two pieces of dextrose. The blood glucose was 60 mg/dl. Following approximately one hour and 55 minutes after injection, she suffered from severe hypoglycaemia with unconsciousness and convulsions that lasted about 20 minutes. She was treated with glucose by her physician (who is her husband). The physician evaluated this event as life threatening. The adverse event occurred about 6 months ago - no special date unk. The pt injects herself and is a trained user. Function test is done regularly without any problems. Air shot is done. Single use of needles. Correct storage. Adverse event never occurred before with the same device. The pt had been using this pen for about 3 years. She stopped using this pen. The physician suspects the device to deliver inaccurate dosage when delivering small amounts of units (5 iu). Dosage had not been changed. Outcome of "hypoglycaemic unconsciousness" has been reported as recovered. Outcome of "device failure" was reported as 'unknown". Analysis reply: product: novopen 4. Lot no: tv40596. Device conclusion: technical, visual, and functional examinations were performed. The device was tested for functionality with a random penfill cartridge and a new novofine needle mounted. All pen functions are normal. The dose accuracy was measured by weighing. The penfill cartridge returned with the delivery device was used. The result was within acceptable limits. During testing of the device it has not been possible to detect any irregularities. Product: novorapid penfill 3ml 100 e/ml. Lot no: yk70286. Drug conclusion: a visual examination of the received sample has been performed. Furthermore, trending on the batch has been performed. Nothing abnormal was found. Company comment: final comment from the manufacturer: (B)(4) 2011. It is not possible to find a clear root-cause for experienced events as no faults were found on the returned pen and limited info with regards to the pts handling of the device. However, the reporting rate for hypoglycaemic related events seen in connection to novopen 4 use is low. Reporter comment: reporters alternative aetiology: not reported.